Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. No intervention has been scheduled at this time and the lead will continue to be monitored. The patient was stable and asymptomatic.